Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The reported device was returned for investigation. Visual evaluation of the returned product identified signs of use but no apparent malfunction identified. Functional testing was performed and the mount was normally disengaged from the implant. Pre-existing condition and tooth location was unknown. The implant was placed and removed same day. X-ray or picture was not provided. A device history record review was performed and no related deviations or nonconformances were noted. Also, a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. Complainant reported that the mount would not disengage from the implant and was stuck. The implant was removed and replaced with another one. The reported complaint was unconfirmed. A definitive root cause for this complaint could not be determined.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Weight unknown / not provided.

Event description:
It was reported by the customer that the mount would not disengage from the implant and was stuck. The implant was removed and replaced with another one.